Manufacturer narrative:
Evaluation summary: customer reported resistance primary biopsy channel. The customer stated they do not know if any accessory was used during the procedure. They also stated there were no patient/user injuries, adverse events, delay or medical intervention reported. Therefore, we checked the returned unit and confirmed that the operation channel resistance. Based on the result, we concluded that it was caused due to the physical damage applied on the operation channel. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.

Manufacturer narrative:
(B)(4). The customer owned endoscope was received by pentax medical for evaluation on 08-nov-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of resistance due to sever crush of insertion tube and documented the following inspection findings: primary operation channel resistance, passed dry leak test, passed wet leak test, insertion tube severe crush at stage 1, customer complaint confirmed, # 2 remote control button cover cracked. The device will undergo repairs including the following components and be returned to the customer once completed: o-rings and seals, operation channel, adjusting collar, bending rubber, angle wire, remote control button, base plate. The endoscope is awaiting repair and approved by final qc as of 30-nov-2021. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 08-nov-2021, a device history record(DHR) review for ec-3890li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 15-oct-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 15-oct-2013. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states within the (B)(6). A customer reported there was resistance in the primary biopsy channel involving pentax medical video colonoscope model ec-3890li, serial number (B)(4). The event was observed in the operating room during a procedure. There was no report of injury or adverse event that would require medical intervention. Multiple good faith effort request attempts were made with no further information being provided as of 30-nov-2021.